Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis team confirmed initial findings. Upon further inspection, it was found that the wire within the main tube was routed across/between hypo tubes. Given the position of the wire, it was likely that the wire was broken/pinched due to instrument yaw/pitch movements.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the maryland bipolar forceps instrument coagulates once in every two times. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage on the instrument were observed. The complaint was confirmed by failure analysis.